Event description:
It was reported that, after a tka had been performed on (B)(6) 2017, the patient experienced right femur subchondral bone cyst in the lateral condyle. A revision surgery was performed on (B)(6) 2021 in order to solve this adverse event. The (B)(6) were explanted during the revision. The patient is still recovering. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that without the requested information, the clinical root cause of the reported ¿the patient experienced right femur subchondral bone cyst in the lateral condyle¿ cannot be concluded. The patient impact beyond the reported, symptoms and revision with explantation, cannot be determined. Therefore, no further clinical/medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.